Manufacturer narrative:
5/20/2025: we were notified of a patient who had a retained capsule and the doctor will be doing a surgery to remove the capsule. Frm-0089c capsule incident questionnaire was sent to the customer to obtain additional information. 6/4/2025: frm-0089c was received indicating the capsule was still retained with no plan for removal. A CT scan on (B)(6) 2025 showed the capsule proximal to a narrowed segment of small bowel with a partial obstruction, the contrast entered the colon. The patient is not clinically obstructed. The form also stated that the patient had suspected ileal crohn's disease that could have led to the retention. This complaint will remain open until additional information is received for the retrieval of the capsule.

Event description:
5/20/2025: we were notified of a patient who had a retained capsule and the doctor will be doing a surgery to remove the capsule. Frm-0089c capsule incident questionnaire was sent to the customer to obtain additional information. 6/4/2025: frm-0089c was received indicating the capsule was still retained with no plan for removal. A CT scan on (B)(6) 2025 showed the capsule proximal to a narrowed segment of small bowel with a partial obstruction, the contrast entered the colon. The patient is not clinically obstructed. The form also stated that the patient had suspected ileal crohn's disease that could have led to the retention. This complaint will remain open until additional information is received for the retrieval of the capsule.